Event description:
The customer reported that the device fails op check and that there is a therapy pca fault message in the error log.

Manufacturer narrative:
(B)(4). The customer reported that the device was failing op check and that there was a therapy pca fault message in the error log. Philips evaluated the device and resolved the issue by replacing the therapy pca.